Event description:
Baxter china reported the clamp of the transfer set could not close liquid off after one month use. This was noted during use with no patient injury or medical intervention reported by the complaint coordinator.